Manufacturer narrative:
Summary of evaluation: evaluation results received from howmedica jaquet suggest that this event would not be associated with the device but rather would be related to improper cleaning methods for this device.

Event description:
During an instrument examination pior to surgery, the sales rep discovered that the wire tightening pliers was not able to tighten.